Manufacturer narrative:
Concomitant medical products: 6996sq58 lead implanted: (B)(6) 2010; ddmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall several months prior and since that date has had elevated impedance. A fracture was suspected. During the revision it was noted the patient was occluded and needed to be implanted on the right side. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.